Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (iesu/erbe) was analyzed by fa and the reported issue could not be replicated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the monopolar energy was not working and replaced the erbe. The system was tested and verified as ready for use. The complaint regarding interrupted energy activation due to an error c-30 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The erbe generator unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The probable root cause is attributed to the erbe. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the erbe not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the energy activation was interrupted due to an error c-30 on the erbe. The technical support engineer (tse) viewed the system event logs and confirmed erbe related errors. Prior to calling in, the caller had replaced the monopolar energy cables and power cycled the system with no resolve. The tse recommended power cycling the erbe and reseating cable connections. The erbe powered up without the error returning, but they were unable to test as the surgeon had converted the procedure to traditional laparoscopic surgery. The customer called back to report that the error had returned after the power cycle. The tse advised the customer to swap to another generator. The customer informed they may switch to their force triad. The site called back again to inform they tried swapping the vision side cart (vsc), but the system was not working. The procedure was continued laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.